Manufacturer narrative:
One medfusion pump was received with the top case cracked on the corners and a cracked plunger case. The event history log was reviewed and there was an invalid syringe size error. The syringe size error was checked and tested. A visual inspection was also performed on the size pot. The reported "invalid syringe size" alarm was unable to be duplicated and the syringe size values were in specification. Rust was found on the size pot during visual inspection. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The size pot was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe size mismatch error. The issue was discovered during a service check and there was no patient involvement.